Event description:
It was reported that the patient with this right atrial (ra) lead was exhibiting atrial fibrillation (af) since june. High capture threshold and loss of capture (loc) were noted. The persistent af are contributing to a drop in device longevity. The lead remains in service. No adverse patient effects were reported.